Event description:
It was reported that the xience xpedition stent delivery system (sds) was removed from the plastic hoop without resistance. The sds was prepared while the sheath was on the balloon, as this is the normal practice of the lab. The sheath and stylet were removed without any resistance and the stent came off the balloon. There was no patient involvement. Another xience xpedition was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - incorrect preparation. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the physician to remove the protective sheath and stylet prior to prepping the device for use. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.